Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer reported to have replaced the graphical user interface (gui) front panel housing. The ventilator has passed all testing, and was operating within the manufacturing specifications, and the unit was back in service.

Event description:
It was reported that a ventilator screen became inoperable. There was no patient involvement.